Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 5 mmol/l at the time of the incident. It was reported that the buttons were unresponsive. It was also reported that insulin pump stopped working during an exam was the significant event leading to the keypad issues. It was also stated that the time on the clock did not advance when monitored for one minute. It was indicated that the customer was advised to change the battery and observe the time for three minutes. Time still did not advance. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will not return for analysis.